Manufacturer narrative:
Na.

Event description:
The customer stated that they had been getting alarms on the cobas 8000 ise module on (B)(6) 2018. The customer also stated that the patient result moving averages have also shifted on the analyzer. The customer repeated the ise tests an unspecified number of patient samples on a cobas 6000 c (501) module - c501. The customer did not see anything unusual with the analyzer. The customer provided data for three patient samples and all three had erroneous ise indirect na gen.2 (sodium) results. Two of the three samples has erroneous ise indirect k gen.2 (potassium) results. The erroneous results were reported outside of the laboratory. These samples were repeated on the c501 analyzer on (B)(6) 2018 and the repeat results were believed to be correct. The samples were initially processed on a modular pre-analytics system. The first sample had an initial sodium result of 132 mmol/l, which repeated as 139 mmol/l. This sample had an initial potassium result of 4.0 mmol/l, which repeated as 4.5 mmol/l. The second sample had an initial sodium result of 131 mmol/l, which repeated as 141 mmol/l. This sample had an initial potassium result of 3.6 mmol/l, which repeated as 4.2 mmol/l. The third sample had an initial sodium result of 124 mmol/l, which repeated as 131 mmol/l. The patients were not adversely affected. The sodium and potassium electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer determined that there was a loose/unseated sensor for a vacuum nozzle. He re-installed the sensor. He ran ise checks and performed precision studies. Precision results were within guidelines. The customer performed successful calibration and controls. Investigations determined that the issue was resolved by the service actions.